Event description:
The patient reported that she was shaking in the leg and neck. This began on (B)(6) 2016. She could increase the right side, but the left side was not increasing. She was getting the arrow with the line saying she could not increase higher. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.